Event description:
Gna was removing the patient from the toilet. As she was trying to lift the patient, the patient became hesitant and did not want to be lifted. The patient then grabbed the toilet hand rails while the gna was attempting to raise the lift. The patient then slid out of the lifting belt, hitting the back of head on the ground. The patient suffered a 1-1/2 inch cut on the back of head, which required three staples.